Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump software inaccurately suspended insulin delivery. Customer's blood glucose was approximately 300 mg/dl. Customer declined to further troubleshoot with tandem technical support.